Manufacturer narrative:
The lot number for super poligrip denture adhesive cream is available (v09384) and quality testing is pending. Heart rate abnormal, blood pressure abnormal, burning sensation, hypoaesthesia, paraesthesia, tremor, muscular weakness, balance disorder, gait disturbance.

Event description:
This case was reported by a consumer (patient's wife) and described the occurrence of neuropathy in a (B)(6) male patient who received super poligrip original denture adhesive cream (formulation (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On (B)(6) 2001, the patient started super poligrip original denture adhesive cream (dental). At an unknown time after starting poligrip original denture adhesive cream, the patient experienced neuropathy, "feet always cold" (cold foot), abnormal heart rate, blood pressure abnormal, burning foot, legs burning, numbness of extremities, tingling feet, tingling in leg, tremor, muscle weakness and poor balance. The reporter also stated that her husband experienced decrease in his walking from neuropathy. This case was assessed as medically serious by gsk. Treatment with poligrip original denture adhesive cream was continued. At the time of reporting, the events were unresolved. Super poligrip original denture adhesive cream is manufactured in (B)(4).